Event description:
It was reported that at implant, the physician tried to tighten a setscrew and the grommet came off the port. It was also reported that there was oversensing, high impedance and decreased r-waves. The device was not used and was replaced. No patient complications have been reported in result to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The set screw was loose/detached.